Event description:
Patient was implanted with a cranio-maxillofacial distractor on (B)(6) 2013. Patient returned to surgeon for follow up visit on (B)(6) 2013. The surgeon attempted to remove the 60mm flexible extension arm from the implanted curvilinear distractor in the clinic and failed to remove the device. Surgeon used both the device removal instrument and an alternative method (using the activation instrument and forceps) to open the extension arm and remove it from the distractor, with both attempts failing. The surgeon sent the patient to get an x-ray, and it appeared that the extension arm had possibly opened slightly, but was clearly getting stuck. The extension arm could not be removed in clinic, and the patient will have to wait until the entire device is surgically removed (in several weeks) to be rid of the arm. Reportedly, the surgeon is worried about the pain the patient is experiencing from sleeping on the extension arm and the possible risk of infection. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Additional narrative: lot number 6871543. Placeholder.

Event description:
Per additional information received, it was reported, the patient returned to the operating room on (b)(60 2013 for scheduled removal of the device after completion of the consolidation phase. The procedure was completed.

Manufacturer narrative:
The part has been returned, however an evaluation and conclusion is not yet available. Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis. Pt identifier: mr#: (B)(6). Implant date: patient scheduled for removal in a few weeks. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
The device history record review indicates that the reported product was manufactured on 4/16/2012 in accordance with all established requirements with no process nonconformities reported. (B)(4)

Manufacturer narrative:
The product development event evaluation indicated that the removable extension arm-flex 60mm for distractor, unknown screws, and the curvilinear distractor r100/right were returned with a complaint category of ¿does not function¿. The removable extension arm-flex is used in the curvilinear distraction system, which is used to promote bone growth in both horizontal and vertical vectors. The returned removable curvilinear distractor r100/right was returned in 4 pieces. It is evident that the breakage was caused by cutters to remove the distractor. The returned removable extension arm-flex 60mm was returned with outer sleeve and was in very good condition. The returned unknown screws were also returned in good condition and did not contribute to reported complaint. Based on a review of all products, the curvilinear distractor r100/right and removable extension arm-flex 60mm for distractor were connected together successfully and removed easily with no problems. It is unclear of the tools the surgeon used to remove the extension arm and the surgeon¿s technique; therefore, the root cause of the device not being removed easily is unknown. A review of the most current revision of drawing was completed. The material and design are adequate for its intended use. Therefore, this complaint is invalid from a design standpoint since the design did not contribute to failure.

Manufacturer narrative:
Additional narrative: manufacturing evaluation was conducted. The report indicates that the returned product was visually inspected and found to exhibit the following "as received" conditions: silicone tube, 3.75x3.55 sub-component p/n 04_315_132_9 is missing from assembly. Tines of collet sub-component p/n 04_315_125_10 and internal hex component p/n 04_315_125_11 are extended from sleeve end collar component of assembly. The tine of collet sub-component p/n 04_315_125_10 appears to be defected/bent inwards towards second tine of collet. Lot# etched on sleeve end collar component p/n 04_315_125_5 of returned product indicates that the assembly was produced under synthes lot # 6871543. Dimensional features of the following components of the returned assembly were identified as relevant to the complaint as described above. Sleeve end collar p/n 04_315_125_5 dimensional feature: outside diameter of component measured to be within final verification limits specified by (B)(4), rev. E.. Collet p/n 04_315_125_10 dimensional feature: length between tine features of the component could not be obtained due to apparent damage/deflection of one of the tines. Internal hex p/n 04_315_125_11. The width of internal hex feature cannot be obtained without destructive disassembly of returned product and probable damage to dimensional features of the component during disassembly. Raw material used to produce sleeve end collar component p/n 04_315_125_5 verified to be mp35n and in accordance with requirements specified by drawing 04_315_125_5, rev. B. Raw material used to produce collet component p/n 04_315_125_10 verified to be mp35n and in accordance with requirements specified by drawing 04_315_125_5, rev. B. Raw material used to produce collet component p/n 04_315_125_11 verified to be mp35n and in accordance with requirements specified by drawing 04_315_125_11, rev. A. Returned assembly met all final functional requirements specified by (B)(4), rev. E. Device listed in this report is used for treatment, not diagnosis.

Event description:
This is 1 of 2 report for complaint (B)(4).